Manufacturer narrative:
The lot was manufactured between june 08, 2018 - june 09, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction : event date previously reported as no information (ni). The location of the leak was previously reported as unspecified. The location of the leak is coming from the middle port. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leak was discovered during an unspecified process step. There was no patient involvement. No additional information is available.